Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device catalog, unique identifier (UDI), medical device serial and medical device model, section d concomitant med prod data, section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was experiencing slowness while loading the "my patient list" information. The technical support specialist (tss) dialed into the server to investigate a purge issue and confirmed it was running properly. Tss checked inactivity admission days and found multiple stations had not rebooted for 90 plus days, with one exceeding 360 days. The tss rebooted all stations and consulted with product support engineer (pse) regarding knowledge article inactivity and purge. The tss determined slowness was due to excessive transactions held under a single visit. The customer explaining the need for a new approach to reduce transaction load. Customer approved closing the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was experienced significant slowness when loading the ¿my patient list¿. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was experienced significant slowness when loading the ¿my patient list¿. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.